Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section of device identification is unknown, no product information has been provided to date. Date of event is unknown. No information has been provided to date.

Event description:
It was reported a trach that arrived damaged. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). Review of the pictures and of the device did not reveal how the cuff was damaged. Using a ruler, the stoma seal was measured. It measured 51 mm tall, 31 mm across and 22 mm deep. Squeezing the foam and cuff material together indicated that a portion of the cuff material was missing (i.e., it did not mate/fit together). The investigation determined that the cuff did not split open exposing the foam; it came in contact with something that tore the cuff. There was no loose cuff material with the returned sample and the torn and missing material was not present in the pictures. The complaint was confirmed however the investigation could not identify a root cause. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are planned at this time, but complaints will be monitored for the reported part number.